Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4), that on (B)(6), there was no readings showing on the receiver. No medical intervention was reported. Additional event or patient information is not available.